Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with two sutures was received. The product code j105 is multistrand non-needle and contains twelve sutures. Upon visual inspection of the returned sample, the sutures were dispensed without problems, and it was observed that one suture appeared to be thicker than the other in the tipping area. The diameters of the sutures were measured, and the results met the requirements. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product mix or incorrect component were noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacturing date and the expiration date are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported by a sales rep that, during an unknown surgery, only one needle-suture was thicker than others. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences reported. Additional information was requested.